Event description:
It was reported that the insulin pump alarmed an error during an infusion set change. The blood glucose reading was 180 mg/dl. No significant events leading up to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-91514.